Event description:
Nurse to infuse potassium phosphate to the patient at the beginning of their shift. Nurse noticed later that afternoon that the medication bag was still full even though the medication should have been infusing for approx 6 hours. When the writer assessed the pump it was noted that the pump was not working properly. Writer switched out pumps and then the medication was infusing to the patient properly. The pump was flagged for a work order and the provider was notified.